Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, it appeared that the monopolar curved scissors (mcs) tip cover may have melted and there was a hole that caused the integrated electrosurgical unit t (iesu) or erbe to arc to the uterus. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that the damage noted to the tip cover was identified after the arcing occurred. The customer confirmed that the mcs tip cover accessory appeared to be properly installed during the surgical procedure and no part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface and the customer confirmed that they used the installation tool. No electrolube or any other lubricant was applied to the mcs instrument prior to the tip cover installation. It was unknown what the surgeon believed caused the thermal damage. The instrument did not collide with an energy instrument during the procedure. It was unknown what surgical task was being performed when the arcing event occurred. There was injury to the uterus as a result of the tip cover/arcing issue. The procedure was completed with a backup mcs tip cover. The tip cover will still be returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have localized melting, which is indicative of arcing 1.072" from the proximal end where the instrument inserts from. The tip cover was not returned with an instrument. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis. The probable root cause of thermal damage to the tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions.

Event description:
Refer to h11 for follow-up information.